Manufacturer narrative:
Device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, patient reported that infusion set fell off during use. Patient faced this adhesive issue with 4 infusion sets. Infusion set was in use for few hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.